Event description:
It was reported that the patient experienced difficulty charging. The x-rays imaging showed the battery is upside down and possibly flipped. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.